Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01059, 0001825034-2018-01060, 0001825034-2018-01061. Concomitant products: cat 195755 ¿ lot 885080 ¿ vgxp xp inlk pri tib tray, cat 195815 ¿ lot 291900 ¿ vgxp xp e1 tib brg ll, cat 195884 ¿ lot 157680 - vgxp xp e1 tib brg lm. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Review of device history records for pn 195214 ln 576780 found these units were released to distribution with no deviations or anomalies. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted: pn 195214 ln 576780; pn 195755 ln 885080; pn 195815 ln 291900; pn 195884 ln 157680. A complaint history review determined that no further action is required as no trends were identified. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) - the patient underwent a left knee surgery on (B)(6) 2015 and it was reported during the follow up that the patient had problems performing usual activities, moderate pain, moderately painful to stand up, limping most of time, impossible to kneel, pain has greatly interfered with usual work, moderately difficult to walk down stairs during 3 month follow up, problems walking, problems performing usual activities, moderate pain, 5-15 minutes of walking before severe pain, very painful to stand up, limping all of time, extremely difficult to kneel, moderately difficult to walk down stairs during 6 month follow up, problems walking, problems performing usual activities, moderate pain, moderate trouble getting in or out of car, 5-15 minutes of walking before severe pain, moderately painful to stand up, limping all of time, moderately difficult to kneel, pain in bed every night, pain has moderately interfered with usual work, extremely difficult to walk down stairs during one year follow up. Satisfaction rating at 6-months was "somewhat satisfied/ok but not perfect," and at 1-year, "not satisfied/I have never been happy."